Event description:
After almost a year of implantation, this pacemaker was explanted because of an infection.

Manufacturer narrative:
(B) (4) the user interface module master software (B) (4), categorized as remediated. The pump was received and evaluated by baxter. The reported condition was confirmed but could not be reproduced. The failure was isolated to the pumphead module printed circuit board circuitry and tube load motor. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer.

Manufacturer narrative:
(B) (4)

Event description:
Device issue: failure to cross. Time of device issue: during the procedure. Adverse event: dissection requiring surgical intervention. Onset of adverse event: during the procedure. It was reported that during the procedure in the tortuous and heavily calcified circumflex (cx) artery, with a corkscrew bend, the xience v 2.5 x 18 was advanced to the lesion and pushed against resistance, but could not cross the lesion. Upon removal of the stent system, a dissection was noted. A xience 2.5 x 12 was advanced about 2/3 of the way into the lesion; however, the dissection of the vessel became more exaggerated and the stent was deployed where it was. A xience v 2.5 x 08 was advanced through the 2.5 x 12 xience and was able cross to the distal part of the dissection and the lesion, where it was deployed at the bifurcation of the cx and the second obtuse marginal. A xience v 2.5 x 08 was advanced, but would not cross the xience 2.5 x 12 stent at the proximal end of the dissection/lesion. Therefore, the area between the two deployed xience stents could not be treated. Reportedly, there were various times during the procedure that the patient's blood flow was either completely lost or was considerable slower then before the procedure. Successful coronary artery bypass graft surgery of the circumflex vessel performed. The patient is reportedly doing well and has been discharged. No additional event or patient information is available.

Manufacturer narrative:
(B) (4). The pump has been received and will be evaluated by baxter. A follow-up report will be submitted when the evaluation results or additional information becomes available.

Event description:
The facility?s biomedical technician reported a colleague infusion pump with a malfunction of "shut off". It was not specified when the reported condition occurred. It is unknown if there was an adverse event, patient injury or medical intervention associated with this report. The software version is currently unknown. There is no additional information available.